Manufacturer narrative:
Product analysis: a visual and functional review reveal that the balloon has ruptured. The rupture is a pinhole near the proximal peak. This rupture is consistent with the balloon coming in contact with bone spurs with the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) at l1 due to primary osteoporosis, compression fracture. During inflation, onse side of the ibt (inflatable bone tamp) ruptured. The volume at that time was was 4 ml, and contrast media leaked. Right before it ruptured, the inflation pressure was unknown.the patient was not allergic to contrast media. It was washed with saline and confirmed with c-arm. The ibt was not replaced, and the operation was performed continually and completed. When it was found that there was no contrast media , cement was injected. No fragment of the balloon remained in the patient. No patient complications were reported as a result of the event.